Event description:
The customer reported wash carousel motion errors involving the access 2 immunoassay system. The customer stated system initialization failed with loud chattering noise from the reaction vessel (rv) jam in the wash carousel. The customer performed troubleshooting with the field service engineer (fse) through the telephone and observed several rvs in the bottom of the track. The customer removed all fallen rvs from the track and cleaned the bottom of the track of dried sample material. The customer then installed new rv clips and home wash carousel, incubator belt and rv shuttle after the analyzer initialized. The customer then loaded on system check and received probe not clean error. After receiving the error, the customer attempted to initialize the system and it failed. When the system came back on, a socket connect failure was noted. The fse suggested the customer reboot the system again. This time the analyzer went into ready mode. The fse asked the customer to prime and reload system check. When attempting to prime, the customer received wash arm motion error. The customer noted there was fluid on the top of the carousel housing. A bent aspirate probe and wash arm errors were also noted. There was no report of affect to patient test results or users associated with this event. There was no patient impact. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the wash carousel, wash carousel motor and plate, incubator belt, and reaction vessel clips. The fse noted having a difficult time passing alignments. Through investigation, the fse confirmed, through internal testing, that a resin change to the reaction vessels was causing wash carousel motion errors. The fse used a new lot of reaction vessels and confirmed the instrument was in proper operating condition after proper alignments. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: reaction vessel. In conclusion, the cause of the wash carousel motion errors was due to the resin change in access reaction vessels. (B)(4).